Event description:
It was initially reported in a pt's clinic notes that she has "had worsening times of infections and has had status-type presentation, requiring ICU eval and treatment without clear-cut increasing factors". The pt's settings at this time were increased, and the device was not at end-of-service (eos). The pt later underwent a revision surgery where a lead problem was found, which will be covered in a future report # 1644487-2011-01050. The site was not aware of the lead problems prior to the surgery. Follow-up from the physician indicated the relationship of the seizures to vns was unk, but "nothing pointed directly to vns".